Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with c6 radiculopathy and underwent c5-6 anterior cervical discectomy and fusion (acdf) surgery in which rhbmp2/acs was used. As per op-notes,¿ the wound was sized to be proper for a 6 mm implant. This was placed with one-third of a small sponge of bmp (bone morphogenic protein) and we confirmed this with fluoroscopy. We then placed a 25 mm plate from the zephyr set onto c5 and c6, placing four 4 mm x 17 mm titanium screws using fluoroscopy to confirm proper placement.¿ the patient tolerated the procedure well without any intraoperative complications.